Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient did not charge the ipg. Troubleshooting by company representative indicated ipg not found. The patient plans a consultation with the dr. To replace the ipg.

Event description:
Follow up information indicated the patient had ipg replacement. Post-operatively, the patient had good coverage.